Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels in the 300's (mg/dl) for the last day and a half. The user addressed bg level with a bolus. Reportedly, the user believes the t:90 infusion set may not be the best for them. A system check with tandem¿s technical support indicated that the pump and cartridge functioned as expected. Reportedly, the user already changed the site prior to the report; however, stated that there were no issues with the previous site.